Event description:
The patient reported they were dismissed from their doctor¿s care and they chose to detox and withdraw at home. She was getting 30 mg per day of morphine and wanted to know if it was dangerous to go through withdrawal at home. They stated when they detoxed they came off everything, including their orals. A missed refill was reported, and the patient that even though the pump was empty nobody would touch them as if ¿they got the plague.¿ the patient stated that their pump was empty, and it was alarming every hour on the hour. An underdose was reported. They reported the following symptoms: major chest pains, feeling like the blood in their veins was like ice and it burnt, ¿it was so cold,¿ having belly cramps, migraines, throwing up, diarrhea, hand trembles and shakes, their mind being slushy, having no short-term memory, having no sense of smell or touch, their sight and hearing being messed up as they spoke. They started their detox on mother¿s day and that was when they first noticed something was really going haywire with them. The patient¿s daughter had never seen withdrawals like that. The patient stated they just came out of a fog and they were confused and wanted to know what was going on. The patient stated they felt like that might have sustained a mini-stroke because their hand and eye coordination¿none of that was coming back and they could not understand why. The medications infused had been morphine and prialt. The patient had been taking the following medications orally: oxycodone ir (5 mg 3 times per day or as needed), neurontin (300 mg 3 per day), baclofen, zanaflex, valium (5 mg 3 times per day), avinza 90 mg, effexor (150 mg), relpax (40 mg), and phenergan for nausea 3 times per day. The patient stated that she was on 12 medications at one time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4),